Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a prostyle after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, after the needles were deployed, the lever was pushed up to retract the foot so the device could be removed, however, it could not be removed as resistance was met. Several attempts were made to remove, but unable to due to resistance met. The prostyle was removed via surgery. After removal of the device, hemostasis was achieved with surgical suturing. Hospitalization was prolonged due to the prostyle. Subsequent to the initially filed MDR report, additional information was obtained: the device was broken (yet held together with the actuator wire) during manipulation prior to cutting down into the vessel. The device (actuator wire) was cut to remove the device from the anatomy during surgery. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported guide break was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a prostyle after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, after the needles were deployed, the lever was pushed up to retract the foot so the device could be removed, however, it could not be removed as resistance was met. Several attempts were made to remove, but unable to due to resistance met. The prostyle was removed via surgery. After removal of the device, hemostasis was achieved with surgical suturing. Hospitalization was prolonged due to the prostyle. No additional information was provided.